Manufacturer narrative:
The insulin pump was received with operating currents within spec. Unit passed displacement test, self test and unexpected restart error test. Unit alarmed compromised force sensor system during basic occlusion test and unable to prime during prime test due to loose / protruded drive support disk . Unable to perform dat test, excessive no delivery test and occlusion test due to compromised force sensor system alarms. Unit received with cracked case at the battery tube threads, belt clip slot and reservoir tube lip. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 45 mg/dl at the time of the incident. Customer may have connected during priming on a compromised force sensor system alarm. The customer was at 53 mg/dl at the time of admission and 298 mg/dl when they left the hospital. The customer was given food and powerade to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. Customer treated for their high with an insulin pen. The insulin pump will be returned for analysis.